Event description:
The user received ise errors and questionable low results for sodium and potassium on the integra 800 analyzer. The event involved 13 patient samples. Ten patient samples gave discrepant results. All patient samples were repeated on another integra 800 analyzer serial number (B)(4), at the site. Patient sample 1, the initial sodium result gave 130, the repeat result was 141.9 mmol/l. The initial potassium result gave 4.1; the repeat result was 5.2 mmol/l. Patient sample 2, the initial sodium result gave 127.7, the repeat result was 138 mmol/l. The initial potassium result gave 4.3; the repeat result was 5.1 mmol/l. Patient sample 3, the initial sodium result gave 126.5, the repeat result was 136.3 mmol/l. The initial potassium result gave 3; the repeat result was 3.7 mmol/l. Patient sample 4, the initial sodium result gave 127.9, the repeat result was 139.2 mmol/l. The initial potassium result gave 3; the repeat result was 3.7 mmol/l. Patient sample 5, the initial sodium result gave 133.7, the repeat result was 139.5 mmol/l. Patient sample 6, the initial sodium result gave 134.8, the repeat result was 139.9 mmol/l. Patient sample 7, the initial sodium result gave 129.4, the repeat result was 139 mmol/l. The initial potassium result gave 3.6; the repeat result was 4.4 mmol/l. Patient sample 8, the initial sodium result gave 134.6, the repeat result was 141.9 mmol/l. The initial potassium result gave 4.5; the repeat result gave 5.2 mmol/l. Patient sample 9, the initial sodium result gave 132.3, the repeat result was 139 mmol/l. Patient sample 10, the initial sodium result gave 133.2, the repeat result was 138.4 mmol/l. The sodium and potassium electrode lot numbers were not provided. The initial results were reported outside the laboratory. The user said no patients were treated based on the original reported results, so no patients were affected. The field service representative determined the cause was fluidics failure of the ise tubing. He replaced ise tubing and successfully performed mechanical and performance testing.